Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-00047. It was reported the patient experienced ineffective therapy from the scs system. Reprogramming was unable to resolve the issue. As such, the patient was to undergo surgical intervention on (B)(6) 2018 where the system was explanted.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-00047.